Event description:
The fe reported an intermittent loss of video causing technique to max and displayed images to be non diagnostic. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.